Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding-menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma, pain in hip, tv trichomonas vaginalis, abdominal panniculectomy and liposuction. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left tube-3 coils visible after placement, right tube -1 coil visible within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),lower back pain, legs pain" were added. Medical history and lab data were added. Reporter, patient and product information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.